Event description:
It was reported that the footswitch sparked when it was plugged into the dii controller. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of electrical short was confirmed. Footswitch connector could not be inserted into the footswitch receptacle due to electrical damage to connector pins. Physical evidence suggests that the electrical short was caused by a bent pin touching another pin. The complaint investigation has concluded that the cause of the electrical short was damaged connector pins. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the control unit receptacle in which excessive force or twisting resulted in pin damage. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.